Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and no delivery alarm. Customer's blood glucose level was 460 mg/dl. Troubleshooting for no delivery alarm was performed. Customer was advised that the site/cannula may be occluded. Customer advised a little bit of insulin came out during troubleshooting. Customer was advised to change out their entire set and reservoir. Customer was advised that replacement reservoir and infusion sets will be sent out and agreed to return the products for analysis.